Event description:
The reporter contacted animas on (B)(6) 2012 reporting that there were three boluses in history stating 0 of 0 delivery. There was no moisture, no alarms in the history and no loss of primes. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the compliant of "0" unit boluses. The pump was exercised for 24 hours on a 1 unit per hour basal program, no 0.00 unit boluses were recorded in history during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Unrelated to this complaint, the pump booted up with pinkish contrast faded display screen; the pump booted to normal contrast with a replacement screen.